Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife stopped at the 3rd firing on the colon. The knife reverse switch and the manual override lever did not function. Therefore, the clamped tissue was cut with a scissors to remove the device. There was a possibility that the target tissue was stiff because of a relapsed case. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r59532. The analysis found that one psee60a device was returned in closed position and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t cartridge reload was received partially fired 1/2. No further functional testing could be performed due to the condition of the device. Furthermore the anvil knife slot was noted to be damaged and the knife was buckled. The damage to the knife and anvil is consistent with the device being clamped over an excess of tissue. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.